Event description:
It was reported that the patient was reported that the patient underwent a revision procedure due to cylinder to pump tube crack with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. Additional information was reported that the device was not working, and the patient got well following the procedure.

Event description:
It was reported that the patient was reported that the patient underwent a revision procedure due to cylinder to pump tube crack with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. Additional information was reported that the device was not working, and the patient got well following the procedure.

Manufacturer narrative:
Device analysis: a device malfunction and a tubing leak were reported. The ams700 ipp cylinders were visually inspected and functionally tested. Fluid leaks were identified in both cylinders due to input tube wear and wear at a buckling fold. Additional leaks were identified in both cylinder bodies attributed to sharp instrument/tool damage consistent with explant damage. These leaks were considered a secondary failure. Product analysis confirmed the reported device malfunction but could not confirm the reported tubing crack as no leaks were found in the kink resistant tubing (krt). Visual inspection and functional testing of the ams700 ipp cylinders confirmed the reported device malfunction allegation. Fluid leaks were identified in both cylinders due to input tube wear and wear at a buckling fold. Product analysis therefore confirmed fluid leak as the most probable cause of the event, as fluid leak in a cylinder can lead to device malfunction. Product analysis could not however confirm the additional report of tubing crack as no leaks were found in the kink resistant tubing (krt). The product record review confirmed the reported events of fluid loss do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, as problems were traced back to cylinder leaks confirmed through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.